Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, after the aortic valve was crossed w ith a wire (manufacture unknown), it was reported that it was difficult to place the pigtail catheter in the apex of the left ventricle (lv). Multiple manipulations to reposition the catheter and pigtail catheter were made. It was reported that the wire access was lost approximately two or three times. The aortic valve had to be re-crossed. Eventually the implant team placed the wire and pigtail catheter into the proper position. The j-wire was the swapped for a confida guidewire. The delivery catheter system (dcs) was introduced via the right trans-femoral access site. The valve was attempted to be deployed at 80%, however the depth was determined to be a little high, therefore the valve was recaptured and the depth was adjusted deeper. The valve was re-deployed a second time. At this point it was reported that the patient had lost pressures, so cardiopulmonary resuscitation (CPR) and pharmacologic support was initiated. A transthoracic echocardiogram (tte) revealed a larger pericardial effusion. The implant team elected to fully release the valve. The valve was deployed smoothly and the dcs was withdrawn. A pericardial drain was placed to remove the blood and to relieve the cardiac tamponade, however it was reported the patient's chest cavity remained full of blood. Emergent open heart surgery was performed and the patient was placed on cardiopulmonary bypass (cpb). A lv perforation was reported and the cause was unclear. Per the physician, the possible causes were likely to be from the crossing wire or the non-medtronic catheter and not likely related to the confida guidewire. The team was able to eventually patch the perforation and control the bleeding from the lv, however the patient was very hyper-coagulable. After the patient was taken off cpb, the patient continued to bleed and required multiple blood products. Treatment was ceased. The patient subsequently died. The cause of death was due to the lv perforation.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.